Manufacturer narrative:
It was reported the imprinted marked increments and numbers are swirled around the outside of the barrel. To aid in the investigation, one sample in a sealed packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the syringe barrel has the scale print skewed. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam during the barrel printing process. A device history record review was completed for provided material number 302832, lot 2278500. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd luer-lok¿ tip syringe scale markings issues were discovered. The following information was provided by the initial reporter: imprinted marked increments and numbers "swirled around" outside barrel of 30 ml syringe.